Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a discrepancy with the bd plastipak¿ 3-piece syringe and the amount of liquid in the container and the amount withdrawn in the syringe. The following information was provided by the initial reporter: when withdrawal of fluid, it was a discrepancy between the amount of liquid in the container and the amount withdrawn in the syringe.

Event description:
It was reported that there was a discrepancy with the bd plastipak¿ - 3-piece syringe and the amount of liquid in the container and the amount withdrawn in the syringe. The following information was provided by the initial reporter: when withdrawal of fluid, it was a discrepancy between the amount of liquid in the container and the amount withdrawn in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 28-sep-2022 h6: investigation summary several sealed samples were returned to our quality team for investigation. Upon visual inspection, no issues related to the scale were observed. A device history review was performed for lot 2205087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned samples were evaluated using the same method and were found to be within required tolerance. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time.